Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the vibrant soundbridge was explanted on (B)(6) 2014. Add'l info has been requested.